Event description:
It was reported that the patient presented with noise on the right atrial lead. The source of the noise was not determined. The lead was successfully capped and replaced on (B)(6). The patient was in stable condition during and after the procedure.